Event description:
It was reported that pump displayed temperature alarms 10 and 11 and customer was unable to clear alarms or resume insulin delivery, with no exposure to extreme temperatures and pump not charging at the time. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy while technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device, and requested return of problematic pump using prepaid label within 10 days, which customer understood and acknowledged.